Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, weakness and body pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with ceftriaxone injection (500mg, intraperitoneal, twice a day, discontinued after 14 days), vancomycin injection (500mg, intraperitoneal, every 4th day, discontinued after 14 days), and amikacin injection (250mg, intraperitoneal, once daily, discontinued after 14 days) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was discontinued, the pd catheter was removed and the patient was shifted to temporary hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.